Event description:
The intralase fs laser was used to create bilateral corneal flaps for lasik surgery in 2007. One day postoperatively, the pt presented with 2+ diffuse lamellar keratitis (dlk) in both (ou) eyes. A flap lift and rinse was performed four days later, and pt was treated with oral and topical steroids. The pt's preoperative best corrected visual acuity (bcva) in the right (od) eye was 20/20-1 and 20/25 in the left (os) eye. Postoperative bcva is 20/20 od and 20/50 os. The os eye was corrected for near vision and the bcva taken was for distance vision (monovision treatment). The pt responded to treatment and dlk has resolved. The association between the event and the device is unknown.

Manufacturer narrative:
On 05/04/2007, a field service engineer inspected the laser and performed a routine preventative maintenance. The laser system met specifications and performed as intended. Twenty seven days later, an intralase clinical applications specialist (cas) visited the site and modified the laser settings to doctor's preference. The laser met specifications and performed as intended upon departure. A root cause has not been identified for the reported event.